Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in the hospital. The customer was hospitalized on (B)(6) 2019 for diabetic ketoacidosis. The cause of death was diabetic ketoacidosis. The customer¿s blood glucose was unknown at the time of death; however, their levels were elevated. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected within 48 hours of the customer's passing; the device was removed on (B)(6) 2018. The customer was not using sensors. The caller declined to return the insulin pump for analysis.